Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2019-03604, 1627487-2019-03605 and 1627487-2019-03606. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted due patient needing an MRI.